Manufacturer narrative:
Two samples were returned for evaluation. Visual inspection revealed no damage or other defects. Functional testing revealed no discrepancies. The failure mode was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.d9: date returned to mfg 3/4/2024.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the disposable caused the device to exhibit an error message: check for empty tubing or reservoir. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.